Manufacturer narrative:
(B)(6). Investigation summary: five (5) samples were received for evaluation by one of our quality engineers. Only one has packaging flow wrap. They all have the plunger rod-rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7241669. The plunger rods have no damages, however the barrel/flange is damaged, therefore failure mode is verified. It is possible that the plunger rod labeler equipment experienced a variation. Adjustments have been verified. A CAPA (corrective action preventive action) has been initiated to address this issue. A device history review was completed and there were no documented issues for the complaint of batch 7241669 during this production run. There were no quality notifications were issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged. Investigation conclusion: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update (B)(6) 2018. Five (5) samples were received. Only one has packaging flow wrap, they all have the plunger rod-rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7241669. The barrel/flange is damaged. The plunger rods have no damages. Product within specification? Yes / no. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Root cause. The plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified. Rationale: CAPA (B)(4) has been opened.

Event description:
It was reported that the plunger rod of a 10 ml bd posiflush¿ normal saline syringe was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the plunger rod of a 10 ml bd posiflush¿ normal saline syringe was broken. There was no report of exposure, injury or medical intervention.